Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and observed that the device was missing one of the two nose pins that hold the attachment in place. Therefore the reported condition was confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that "the product has a broken pin in the locking collar." It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.